Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the root cause of the e315 error was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center display an e315 unsupported scope error when connecting a gif-h180j. The event occurred during preparation for use, prior to a diagnostic operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that the cv-180 tower displayed a distorted image before turning off. The customer was not in front of the device at the time of call. The customer called back and mentioned that the issue was resolved, and the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.